Event description:
The customer reporter that the system would not turn on (no boot). This resulted in a total loss of imagining functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.